Event description:
As reported by the user facility: pt IV amiodarone infusion noticed to not be dripping. The roller clamp was found to have been left on from the previous shift. The IV pump never alarmed "high pressure" to indicate that the medication was not infusing. Mistake documented in (B)(6), cardiologist notified of the patient being without this medication since the new bag was administered at approximately 030. Pt hr was a flutter in 120's, cardiologist stated. (B)(4).